Event description:
I had the muller tennis elbow support with gel pad on my arm for one hour and developed blisters on the contact points from the pad. I still had the blisters after one week. Dates of use: 2007. Event abated after use stopped: yes.